Event description:
It was reported that during an implant procedure, the left ventricular lead dislodged while the sheath was being slit. It was noted that the vessel was tortuous and consequently, the lead could hardly reach the target position. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed with no anomalies found.